Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.